Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant fx4310mlc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 15 days after implantation. The doctor indicated that local infection caused the implant removal. The patient has history of hypertension and has been recovered without complications.